Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which resulted in bacterial peritonitis. The break in aseptic technique was further described as a touch contamination. The patient did not require hospitalization. The patient was treated with vancomycin (150mg, intraperitoneally, daily, duration not reported) for peritonitis. It was not reported if the patient was retrained on proper aseptic technique. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.